Manufacturer narrative:
Audio review: two audio segments received contain a reference to a puncture being made, however it is unknown what this is referring to. A statement that the balloon is stiff followed by a response that it is not really, it is because it is fully inflated. No information has been provided as to what stage of the procedure the comments were made. Product analysis: the mo.ma ultra was received loosely coiled within a plastic pouch that was tied shut. A visual examination of the catheter revealed no kinks or unusual bends in the catheter length. The proximal and distal balloons were in post-inflation profile, (e.g. Not tightly wrapped). A 10cc water filled syringe was attached to the proximal balloon inflation hub luer lock and was pressurized. Only pressure built up; no inflation of the balloon or leaks noted. A 10cc water filled syringe was attached to the distal balloon inflation hub luer lock and was pressurized. Only pressure built up; no inflation of the balloon or leaks noted. A 20cc water filled syringe with manometer was attached to the proximal balloon luer lock and inflated to 10atm: no inflation of the proximal balloon was noted even after 20minutes of being pressurized. A 20cc water filled syringe with manometer was attached to the distal balloon luer lo ck and inflated to 10atm: no inflation of the proximal balloon was noted. Pressure was maintained for 20 minutes without inflation. The inflations lumens are suspected to be sealed with contrast which is preventing the inflation of the returned mo.ma. Ultra. Crystalline sanguine residue was noted in the proximal balloon. The presence of sanguine residue indicates that the proximal balloon was exposed to the sanguine environment. Examination under magnification a puncture of the proximal inflation lumen was found just proximal to the proximal balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a moma ultra balloon during treatment of the patient¿s distal right common carotid artery. Non calcification or tortuosity reported. IFU was followed. It is reported that the device was prepped without issue. It is reported the balloon was inflated without issue. Following inflation, the common carotid balloon could not be deflated. After several unsuccessful deflation attempts with various syringes (3 ml, 5 ml, 10 ml, 20 ml and 30 ml) and even with the manometer the doctor chose to puncture the balloon making a direct puncture in the carotid. The physician used a puncture needle to pop the common carotid balloon. No injury reported.